Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that patient had the device installed since 2013, and they decided not to use the implant because they determined that they were not needing it right then, so they turned the device off. Patient noted that they did not seem to need it, further stating that they went to seek treatment. However patient wanted to start using the implant again to see if it would be helpful to use it. Patient noted that it had been a long time, and the battery for the device was not working. Patient stated that the battery not working was confirmed at the hospital two days prior to the report when the neurologist checked the voltage level. Patient stated the device did not have the voltage level necessary to use the implant. It was indicated that patient was scheduled for a procedure to replace the ins battery. Patient also wanted to know if the worrying noise inside of the patient's head was at all related to their device. Adverse events were reviewed for the caller and the patient was advised to follow up with the health care professional (hcp) to further discuss. No further patient complications were reported/ anticipated as a result of this event.